Event description:
It was reported that the insulin pump alarmed button error. The caller stated that the device was in their pocket and a button had been pushed. Also, they stated that the insulin pump was submerged in a nine inch pool for a couple of minutes. The caller tried replacing the battery, but this did not resolve the issue. The customer's blood glucose was 178 mg/dl, which was treated with manual injection. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed button error and the device had unresponsive buttons due to corroded keypad traces. No moisture damage found inside the insulin pump. The device was received with cracked battery tube threads, reservoir tube lip, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.